Manufacturer narrative:
A customer reported this device would not charge properly. The device was returned for inspection. However, during inspection, walkmed infusion's technician discovered the pump also over delivered by 33.75%. The device was re-adjusted and tested to ensure the device's performance was within specification before being released back to the customer.

Event description:
A customer reported this device would not change properly. However, upon receipt, walkmed infusion's technician discovered the device over delivered by 33.75%.